Event description:
Though drainage started, csf did not flow into the collection bag. The customer checked the circuit and found that the drainage tube was pressed and bent at the collection bag. Drainage was continued to the next day with keeping the bent tube straightened.